Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Related manufacturer reference number: 1627487-2020-23960, 1627487-2020-23466. It was reported the patient's scs system never provided effective therapy. In turn, the patient stopped charging the ipg as recommended. Later, the ipg was unable to communicate with external devices. As a result, the patient underwent surgical intervention on an unknown date, wherein the ipg and leads were explanted to address the issue.